Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported compliant. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the 4.0x15mm nc trek balloon dilatation catheter (bdc) was used for post dilatation of an unspecified implanted stent; however, the bdc did not deflate after inflation. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.